Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-12303. It was reported the pt lost stimulation coverage during his trails procedure. The pt felt a cramping sensation in his back. On (B)(6) 2014 the pt reported the leads had migrated out of his back.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.